Event description:
It was reported that during a lap sigmoid colectomy procedure that the tip of harmonic shear active blade fell off. No adverse patient consequence. Case completed with another device.